Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported aortic damage remains unknown.

Event description:
During the procedure, damage was noted to the aorta requiring surgical intervention. During the procedure, the patient became hypotensive and an echocardiogram revealed damage to the aortic root. Urgent cardiac surgery was performed in the lab to stabilize the patient. There were no performance issues with any abbott devices.